Event description:
The complainant reported that a placement signal alarm occurred. Proper positioning was verified by fluoroscopy. No harm was done to the patient.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The logs confirm multiple instances of suction, impella position unknown and placement signal low. These alarms could likely have been triggered due to patient condition. The console was inspected in the lab. There was no observable anomaly when a known good pump was run with the console. The root cause could not be determined due to failure not being reproducible and therefore not reproducible. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.